Event description:
The medical engineer reported to maquet that the metal part of a sterilisable handle interface fell down during a cleaning procedure, when the sterilisable handle was removed from the cupola. There was no patient present. No injuries were reported. (B)(4)..

Manufacturer narrative:
Maquet determined that the customer did not use the original powerled handle support provided by the manufacturer. It was replaced during the installation with a different model, in order to allow compatibility with the sterilisable handles used by this facility. The defective handle support has been replaced by the customer with a new one, assembly verified to be safe, and unit returned to service. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.